Event description:
It was reported, after discharge but within 30 days of the procedure, a subject in the eclipse study developed a skin infection which had a related symptom of pain. The subject was treated medically and the reaction resolved on (B)(6) 2012. The causality of the event is unknown. The issue was not related to the machine or devices used during the procedure.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Skin infection is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The subject was treated medically and the reaction resolved.